Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a door problem was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty latch on door.

Event description:
The facility reported a flo-gard infusion pump with a door problem on channel b. According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.